Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(4) 2019, product type: lead. Other relevant device(s) are: product ID: 3776-60, serial/lot #: (B)(4), ubd: 21-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient had an ins replacement on (B)(6) 2019 because it was (B)(6) years old and dead. The rep reported that after the replacement, the patient wasn¿t getting adequate stimulation coverage, so the leads were being replaced on (B)(6) 2019. No further complications were reported.